Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed through the onsite evaluation by an abbott technical services representative as well as the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured, and the pump appeared to function as intended for the duration of the file. The account reported that the patient presented to the clinic with a tear in the driveline. The submitted image captured damage to the silicone of the distal end driveline bend relief adjacent to the controller connector. The underlying bionate cover was slightly exposed; however, no wires were visible in this area and the damage appeared to be cosmetic only. It was reported that the damage was initially repaired with rescue tape and a clamshell repair was later performed on (B)(6) 2022. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with a tear in their driveline and an emergency backup battery (ebb) use. Rescue tape was applied on the tear and a clamshell repair was performed on (B)(6) 2022. The log files contained routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.